Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blister under one of the ECG electrodes and some skin breakdown under the garment. The patient's physician advised the patient to place a bandage on the blister to allow it to heal. Follow-up indicated that the blister was improving.